Event description:
It was reported that the pt underwent a balloon ablation procedure in 2006. During the procedure, the pressure in the balloon continued to drop steadily over time. The pressure remained above 120 mmhg until the last 27 seconds of the therapy cycle. At 7:33 minutes into therapy, the pressure dropped to 92 mm hg and the machine shut off. The surgeon was satisfied with the therapy that was achieved. The surgeon did report that the device popped out a couple of times during the procedure. Twenty cc's of d5w were used. The volume insertied in the catheter remained the same. After the procedure, surgeon inserted d5w into the balloon and noted a tiny pinhole on the side of the device. There were no adverse pt consequences reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.